Manufacturer narrative:
Investigation findings: the device is not being returned for investigation. The sales representative provided education to the facility on the importance of cleaning this device as well as demonstrated how to clean the device. The instructions for use (IFU) provides the following cleaning information: loosen the lock nut and remove the tip assembly and stopcock assembly. Clean the sheath body, stopcock assembly, tip assembly, and obturator/trocar with a neutral ph cleaning solution and a no-abrasive brush. Flush both the pressure and inflow ports using a syringe. Insert a pipe cleaner or tube brush through all cavities to dislodge any debris. Visually check the pressure sensing channel of the sheath body to ensure that it is clean. Use medical grade lubricant to lubricate the stopcock assembly as necessary. Wipe off excess lubricant. The stopcock assembly valve must be in the open position prior to sterilization.

Event description:
It was reported that during use of this device in an arthroscopic shoulder procedure, swelling occurred. During troubleshooting, this pressure sensing sheath was found obstructed with debris. The device was swapped out for another pressure sensing sheath and the procedure was completed without further problems. There was no patient injury as a result of this event.